Event description:
The manufacturer received information alleging a ventilator's airflow was weak and the ventilator was alarming for low inspiratory pressure, the patient required to be manually ventilated with a resuscitation bag and needed to be placed on a different ventilator. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously submitted receiving information alleging a ventilator's airflow was weak and the ventilator was alarming for low inspiratory pressure, the patient required to be manually ventilated with a resuscitation bag and needed to be placed on a different ventilator. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was duplicated, the foam in the air inlet path assembly was observed to have peeled off and blocked the airpath. The device's inlet air path foam needs to be replaced to address the issue.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the soundabatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging a ventilator's airflow was weak and the ventilator was alarming for low inspiratory pressure, the patient required to be manually ventilatted with a resuscitation bag and needed to be placed on a different ventilator. Based on the available information, the manufacture concludes no further action is necessary. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated. There was no mention of visual findings to the external part of the device. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The manufacturer concludes that they could confirm the customer's allegation and there was foam of air path assembly was peeled off and blocking the air flow delivery route, which prevented air flow from being delivered properly and the reported issue was caused.